Event description:
The pro-kinetic energy stent system could not cross lesion.

Manufacturer narrative:
Neither the complaint instrument nor angiographic material was provided for analysis. Therefore, a technical analysis could not be performed. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100%. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations no manufacturing related root cause could be determined.